Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests/lab data, concomitant medical products: estimated date. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath. Reportedly, it was suspected that the suture of proglide device had captured the posterior wall of the vessel. Significant scarring and a hematoma prevented access to the right common femoral artery. An iliac to superficial femoral artery bypass was performed under general anesthesia to restore blood flow to the leg. No additional information was provided.